Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The sample resulted in an hba1c value of 8.9 %. This value was reported outside of the laboratory to a physician. The physician questioned the result since the patient had a previous hba1c value of 5.4 % on (B)(6) 2020. A second sample was collected from the patient and tested on (B)(6) 2022, resulting in an hba1c value of 5.9 %. The hba1c reagent lot number was 56217801, with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The analyzer gear pump head was exchanged. The field service engineer checked the analyzer, but had no findings. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.